Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 23 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9028860. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200802121, 200802533] noted that did not pertain to the complaint.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle leaked during use. The following information was provided by the initial reporter: material no. 328418 batch no. 9028860. It was reported that one syringe that leaked when drawing medication.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle leaked during use. The following information was provided by the initial reporter: material no. 328418 batch no. 9028860. It was reported that one syringe that leaked when drawing medication.